Event description:
Pt states that the ms3 pump that she received was not programmed. Sn (B)(4). Pt is currently using one of her other working pumps and also has another pump on hand that she was planning on returning for annual maintenance. Replacement ms3 pump will be delivered tomorrow. Pt is unharmed. Pt states that she does not need a return box as she already has one on hand. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.